Event description:
It was reported that the caller updated the time and personal profile settings on their device. Customer was unsure if previous settings led to blood glucose levels above 500 mg/dl or below 54 mg/dl. It was noted there was no reported adverse impact to the customer¿s blood glucose level. Cts assisted the caller in updating the pump time and advised monitoring the situation, with a follow-up if any time discrepancy greater than 5 minutes recurs. The caller understood and acknowledged the instructions given.